Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral approach, there was difficulty inserting the sheath into the patient as well as advancing the 16f esheath+. The vessel was pre-dilated with the 18f dilator with the kit. The commander with valve would not pass through the sheath so the entire system with sheath was removed. A new 16f esheath+ was prepped and inserted in the vessel but due to bleeding it was removed and replaced with a 26 gore dryseal sheath. A new commander and 29 mm resilia valve were prepped and successfully deployed. A right sided vascular cut down was then performed which utilized a larger sheath being inserted due to the bleeding. It's unknown which sheath caused the bleeding. The patient did receive a blood transfusion. It's noted that the 1st sheath had unknown damage and 2nd esheath had a liner tear. They were "bent and the seam appeared separated" but clarification was received via the fcs picking out the photo of the liner tear on the second sheath. No images are available and the devices were discarded. The patient was in stable condition.